Manufacturer narrative:
Eval, results: IV pole cap had fallen off something and gotten lodged in the traction hole.

Event description:
It was reported in a service report the foot end of the bed would not move. There was pt involvement, however, no adverse consequences are reported.